Event description:
It was reported by the customer during use via emergency support program line, that cs300 intra aortic balloon pump (iabp) required maintenance code 7(power supply fan failure). There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.